Event description:
It was reported that t:slim x2 pump battery would not charge and charging connection remained unstable and not recognized despite use of tandem charging cable, tandem wall adapter, and different adapters and cables. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump while tandem technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.